Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. The product was returned for investigation. The console was tested after arriving in field service. The purge disc flag was confirmed to be missing and unable to detect the purge disc. The root cause of the aic - purge disc/flag issues was a missing purge flag.

Manufacturer narrative:
The impella device was returned by the customer and an evaluation is ongoing. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported the aic controller did not detect the purge disk despite troubleshooting. Another aic controller was used successfully for patient support. There was no patient harm.